Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator may have been involved in an alleged house fire. The patient expired. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator may have been involved in a house fire. The patient expired. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.